Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported pain and intraoperative findings of slight femoral loosening with <5 polys per high powered field may be consistent with findings associated with aseptic loosening. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and aseptic loosening cannot be confirmed. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision a surgery of left hip was performed due to aseptic loosening and highly elevated cobalt and chromium levels. Both metallic components were explanted and replaced with a thr system from a competitor. The patient was transferred to the recovery room in stable condition. The primary bhr resurfacing surgery was performed on (B)(6) 2011.

Event description:
It was reported that revision a surgery of right hip was performed due to aseptic loosening, highly elevated cobalt and chromium levels.